Manufacturer narrative:
Additional information: g1 plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported through a clinic survey that a peritoneal dialysis (pd) patient experienced a serious infection and their labs were not where their physician wanted them to be. Attempts to obtain additional information were unsuccessful. The type of infection the patient experienced is unspecified. The survey also did not specify what labs were not within the expected values. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency, or other issue with any fresenius product(s).

Manufacturer narrative:
Clinical statement: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported through a clinic survey that a peritoneal dialysis (pd) patient experienced a serious infection and their labs were not where their physician wanted them to be. Attempts to obtain additional information were unsuccessful. The type of infection the patient experienced is unspecified. The survey also did not specify what labs were not within the expected values. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency, or other issue with any fresenius product(s).